Manufacturer narrative:
At this time the lv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated with an amended report should further information be provided.

Manufacturer narrative:
Suplimental information was received and it was noted that the left ventricular (lv) lead was explanted due to dislodgment. A new lead was successfully implanted and all impedance measurements were within normal range. No adverse patient effects reported.

Event description:
Boston scientific received information that during a routine follow up this left ventricular (lv) lead exhibited high threshold measurements, stimulation only in certain configurations and loss of lv pacing due to atrium signal detection. An lv lead dislodgement was suspected. It was noted that an x-ray has been perfomred and confirmed lv lead dislodgment. The lv lead is located on the coronary sinus. A revision procedure will be performed in the future. No programming changes were made. No adverse patient effects reported. Lv lead remains in service.